Event description:
It was reported by the intermacs study database that the rvad flows dropped to 1 l/minute with a significant amount of filmy clot seen in the inflow and outflow tubing. An emergency device exchange was performed. Patient passed away on (B)(6) 2014. No other information available at this time.

Manufacturer narrative:
Thrombus was confirmed from a competitor's device. Date of the pump exchange this was not this manufactures pump exchange. This patient had a balloon pump, which was discontinued when implanted with a manufacturer lvad on 5/9/2014. She needed a temporary rvad (competitors) do to decline in her rv function implanted on (B)(6) 2015. On (B)(6) 2014 she clotted her competitors rvad and needed an exchange of her temporary pump. We requested compassionate use of the manufacturers pump for a permanent rvad which was granted. On (B)(6) 2014 she went for her permanent manufacturers rvad, she was declining in or and required ECMO to be inserted, the facility tried to implant a manufacturers vad in the right side but due to the size of the patient's anatomy, they could not use it. Primary cause of death is reported as cardiac arrest, multi-system organ failure and eosinophilic myocarditis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and infection have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Device will not be returned.